Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified, underweight, creases fold and opening extended. A visual and microscopic analysis was performed which identified, striated openings on anterior. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.